Event description:
When the interventional radiologist was trying to pull the peg tube through the abdomen, the guide wire broke. Manufacturer response: for peg tube, endovive safety peg (per site reporter).